Event description:
It was reported that during a lobectomy procedure, device could not be opened after firing. Took a clamp for a vessel, and sutured by hand. They cut the instrument out of the patient. No further information is available. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: during a lobectomy after firing on a vessel the device could not be opened. The stapler was cut out of tissue using a scalpel directly beneath the jaws. The surgeon took a clamp/hand suture for dissection of the vessel. This occurred during the first firing of the device. Patient is fine. Additional information requested and the following was obtained: what color cartridge was being used? How much tissue was cut out (cm)? Did the post-operative care change based on the event? If yes, please explain. No further information is available.